Event description:
Device reported error code after use. Device delivered shock that revived pt suffering from cardiac arrest.

Manufacturer narrative:
Testing performed has not reproduced issue reported by user. Device is functioning according to specification.